Event description:
It was reported that per the clinician, about an hour and a half after initiating support, there was blood noted to be coming from the bottom of the oxygenator where the base of the egress meets the heat exchanger. The blood was wiped clean and thought to be coming from a connection however, the issue persisted as a slow bleed throughout the shift. The oxygenator safely exchanged and considered out of box failure.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that no issues were noted during priming. No leaking of crystalloid was noted during routine check of the primed pump. The patient was unstable and had to be off of venoarterial extracorporeal membrane oxygenation (va ECMO) for the circuit exchange but tolerated it well with increased pressors. The leakage seemed intermittent; initially the source was thought to be from a pigtail which was changed out. The leakage was from the inside of the blue portion on the bottom of the oxygenator. The new oxygenator worked fine. No infectious risk was noted.